Event description:
A pt reported swelling, bruising and lumpiness after being injected with three syringes of radiesse derma filler in the cheeks. The pt was treated with cortisone, medrol dose pack and levoquin.

Manufacturer narrative:
The injecting physician stated the pt did not have an infection but was suffering from an allergic reaction. The levoquin was prescribed by the pt's allergist as a precaution.